Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 3.1 and 3.2 were unrecoverable, which located on (B)(6). The customer attempted to restart the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 3.2 failed. A field service engineer observed that while checking lights on the pyxisbus controller touching the drawer controller final termination caused the led to turn on. The pyxis was shut down and the panel removed. Connections on the drawer controller and all other cables were reseated. The medstation was restarted and tested successfully in the hardware test application. Additionally, the drawer was cleaned the row board cables were reseated and the damaged keyboard cover was replaced. The system functioned as intended after the field service engineer repaired the device.